Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead was not capturing. It was discovered that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure.